Manufacturer narrative:
Event summary it was reported that the user confirmed the function of the uncoiled ngage nitinol stone extractor prior to use for a transurethral lithotripsy and it was functioning properly. After extracting stones in the urinary duct, the second time, resistance was found in the handle and the handle would not completely slide and the basket would not fully open. The patient's anatomy did not affect the basket from opening or closing and no part of the device separated. A flexible video ureteroscope was used. A laser was not used during the procedure. The procedure was successfully completed using another device. There were no adverse effects reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned to cook without the package or label for investigation. There were a few significant kinks in the basket sheath and the basket had a broken wire. The device was returned in a ziploc bag without shipping tray, making it likely the sheath kinking was due to return shipping to cook. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that the cause for the damage could not be conclusively determined. The procedural conditions were not known and it is possible that procedural factors such as the size and shape of the stone, combined with forces used to open/close the device caused the basket wire to break. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation- unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the user confirmed the function of the uncoiled ngage nitinol stone extractor prior to use for a transurethral lithotripsy and it was functioning properly. After extracting stones in the urinary duct the second time, resistance was found in the handle and the handle would not completely slide and the basket would not fully open. The patient's anatomy did not affect the basket from opening or closing and no part of the device separated. A flexible video ureteroscope was used. A laser was not used during the procedure. The procedure was successfully completed using another device. There were no adverse effects reported.